Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: it was reported from materials management that the package must have arrived damaged, and as a result, the device was not used. The product was subsequently discarded. The. Later reported to him. We advised the customer to try and save all components from the product and its packaging for future reference, as these may need to be returned to johnson & johnson for further evaluation. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that in 2025 mesh packaging was noted to be damaged and threw out the contaminated product. There were no patient involvement. Device is not available for return. Additional information was requested.